Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. Other text : na.

Event description:
It was reported that the both the rv and lv leads were explanted due to dislodgement. Capture anomaly and high pacing threshold were observed.